Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 165 mm. Aneurysm and vessel morphology are unknown. The aneurysm neck reported to have a 60-degree angulation. A 22 french cook sheath was used during the procedure. During removal of the runners from the bifurcated device, it was reported that the nose cone pinched the stent graft into the sheath causing the device to be pulled down into the aneurysm sac, approximately 5 cm below the renal arteries. It was reported that the physician was pulling very hard on the device. Three aortic extender cuffs were implanted proximally to create an adequate seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.